Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve was chosen for implant using a small flexnav delivery system. During procedure, after pre-implantation balloon-aortic valvuloplasty the patient had a complete heart block. The valve was successfully implanted at a depth of 3mm. On (B)(6) 2025, the patient received a pacemaker. The patient was reported discharged.

Manufacturer narrative:
Na. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of complete heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported complete heart block could not be conclusively determined. The reported surgical intervention was due to case-specific circumstances. Following the procedure, a pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve was chosen for implant using a small flexnav delivery system. During procedure, after pre-implantation balloon-aortic valvuloplasty the patient had a complete heart block. The valve was successfully implanted at a depth of 3mm. On (B)(6) 2025, the patient received a permanent pacemaker. The patient was reported discharged.